Event description:
During ischemic ventricular tachycardia procedure, it was reported there was a map shift between the endocardial map and the epicardial map. The patient did not move, no errors was showing on carto 3, and the patch icons appeared to be in the same place. Additional information received stated the physician mapped the epicardium first and then the endocardium. Both maps were displayed on carto 3 and there was a definite map shift because the area of right ventricle did not match up with the epicardial area of the where the right ventricle was. There was no patient movement, no defibrillation. The procedure was near completion, and we had pulled both maps up to compare endocardial ablation vs. Epicardial ablation. The physician felt the epicardial map was accurate and continued with a few additional rf lesions.

Manufacturer narrative:
(B)(4).